Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had pump training the day before they experienced an elevated blood glucose (bg) in the 300's mg/dl. The customer treated elevated bg's with insulin injections. The customer believes the health care professional did not create the correct pump profile settings. Reportedly the customer made adjustments to the pump settings on their own. The customer will return to daily injections as he does not like "being attached to a device".